Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4) initial customer call. Adverse event report is being submitted due to customer contacting doctor meter and test strips were not returned for evaluation. Customer did not confirmed serial number or strip lot number note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved: unable to establish contact with customer at this time.

Event description:
During follow-up call for internal report reference number (B)(4), the customer reported complaint for high blood glucose test results. Customer stated the replacement products did not resolve the initial concern and that he had almost died due to giving himself too much insulin. The customer stated that he contacted his doctor and had to stop insulin at one point, then the doctor had to adjust his insulin because he was taking too much based on the results he was getting from the meter. When asked if he had to go the hospital due to this, customer first stated no, then yes. When trying to obtain more information, the customer stated that he was busy and could not answer anymore questions.